Event description:
It was reported that the stenoscope system intermittently had error code messages. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The midas board was replaced during the service call. The system was tested and found to be working as intended, and put back into service.